Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, there was a small cardiac perforation by the guidewire noted via diagnostic imaging. Further imaging revealed there was also a small pericardial effusion. The perforation was minor and resolved on its own. The patient was stable following the procedure.